Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed. Two segments were returned totaling a length of 990 mm. The anode ring to tip part of the lead was missing. Dried blood and bodily fluid was observed to have infiltrated the lead lumen. The conductor coils were deformed and stretched causing a fracture. The insulation was torn and evidence of electrocautery damage was observed. Laboratory technicians noted that handmade sutures sleeves were also located on the lead. Analysis was able to confirm the allegation that the lead tip broke off, through visual inspection.

Manufacturer narrative:
When analysis is complete, this report will be updated.

Event description:
Boston scientific received information that this system was explanted due to a patient infection. During the procedure, the tip of the left ventricular lead broke off. The tip remains in the patient.

Event description:
The lead has since been returned.

Manufacturer narrative:
The proximal portion of the lead has not been returned. Should this lead get returned, this report would be updated.